Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and odynophagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -hiatal hernia repair due to hernia recurrence on (B)(6) 2017. -device explant due to severe dysphagia and odynophagia occurred without issue on (B)(6) 2017. -device was found in the correct position/geometry.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and odynophagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Hiatal hernia repair due to hernia recurrence on (B)(6) 2017. Device explant due to severe dysphagia and odynophagia occurred without issue on (B)(6) 2017. Device was found in the correct position/geometry. Patient is "doing great" as of (B)(6) 2018.